Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The top of the anterior arm cover was fractured off of the device and was not returned. The device was manufactured in 2012 and exhibits signs of extensive wear/usage. This failure mode has been previously identified. Corrective actions were implemented by the supplier to prevent / reduce recurrence of this failure mode. The device in this complaint was manufactured prior to the implementation of those corrective actions. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery when implanting the femoral component part of the green plastic tips broke off in one large piece. This piece was recovered as a whole unit and removed from the body. No injury or harm was done to the patient. No delay was reported and a backup device was available.